Manufacturer narrative:
During preventative maintenance performed in january 2017, the distributor's field safety engineer (fse) had disassembled some or all of the desiccant tubes. Some desiccant came out of the tubes during this event. The fse attempted to add the desiccant back into the tubes, however, some of the desiccant remained out of the tubes, causing contamination. Over time, this may have caused partial blockage of the tubes resulting in the reduction of gas flow indicated by reduced sound level and increasing temperatures. A new set of lines including new desiccant tubes were installed to resolve the issue. The reported issue resulted due to service complications and is not a manufacturing problem.

Event description:
During a cryoablation procedure, 2 icerod cx needles were used and were initially connected to channels 1 and 2 of the system. After 6 minutes of first freezing cycle, the needle connected to channel 2 was observed to be not functioning at full capacity. The temperature shown for channel 2 was rising to -20 °c and the gas-pumping sound from the system was getting softer. The physician with the help from galil medical field service engineer, switched the needle connection from channel 2 to channel 3. The needle was working well with -120 °c. After 5 minutes, the temperature displayed on both channels increased and the gas-pumping sound from the system was getting softer. The needle was changed and after connecting it to channel 2, continued to finish second cycle of freezing. However, after 4 minutes, the temperature displayed on channel 2 increased again and gas pumping sound from the system was again getting softer. The needle connection was switched from channel 2 to channel 8. After 4 minutes, only the needle connected to channel 1 was functioning optimally. The needle connect to channel 8 didn't function at optimal capacity. The temperature was maintained in the range of -30 °c to -10 °c and gas-pumping sound from the system was getting softer. The gas tank supply was change to a new tank. The gas was manually vented from the system and connected to new gas tank supply. However, both needles connect to channels 1 and 8, did not function at optimal capacity. The temperature could only be maintained in the range of -60 °c to -30 °c. The ablation therapy was not completed and the physician stated that a follow up procedure was needed.